Event description:
The customer contact reported a separation. The tubing set was to be used to deliver an unspecified concentration of saline solution. It was reported that during priming of the tubing set prior to pt use, the tubing separated from the option-lok male adapter of the tubing set. Though requested, no additional info was provided including if the tubing set was replaced and the therapy was initiated.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.